Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed the partially unresponsive touch screen was due to a calibration issue. The device touch screen was recalibrated to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a unresponsive touch screen. There was no patient injury reported as a result of this incident.